Manufacturer narrative:
Continuation of d10: 0125 lead, implanted: (B)(6) 1998. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's nurse that the patient presented to the emergency department for altered mental status. The nurse noted that the patient was "having some issues" with their implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the ICD was at elective replacement indicator (eri) and there were no issues with the ICD. The patient's altered mental status was not related to the ICD. The ICD was subsequently explanted and replaced due to the eri.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.